Event description:
It was reported that an ilet user experienced hyperglycemia after the system had stopped dosing, resulting in self-administered insulin injections and a blood glucose reading of 317 mg/dl; the user appeared not to comprehend that the device had ceased dosing, and support assisted with pairing and activating a new continuous glucose monitor. Symptoms included elevated blood glucose. Outcomes included temporary elevation in glucose without hospitalization. Investigation included customer interview, device-use history review, and user education and troubleshooting. Investigation of this case revealed user misunderstanding of device dosing status with no confirmed device malfunction. It was concluded that the event was attributable to use error related to device status awareness and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.